Event description:
It was reported that the pump force was out of specifications. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The pump was in excellent condition. Error history log review found a force sensor test error. The root cause of the reported issue was found to be the force sensor was out of calibration. Unable to determine the root cause, no physical or any other damaged was found on force sensor, plunger cable or left plunger case. Actions were taken to mitigate the reported issue: performed force sensor calibration and all functional testing.